Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty scope socket, main board, and power supply. The locking mechanism and scope detection slide are not functioning. This was causing the front panel to blink constantly. After allowing the unit to run for 1 hour, it went into nbi mode automatically. Tested with test scope socket, support coil, main board, and power supply. Additionally, the communication cable connecting needed to properly in place and connected, and there was minor cosmetic damage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the narrow band imaging (nbi) was turning on intermittently on the evis exera iii xenon light source during an unspecified procedure. During the inspection of the returned device, the unit had power unit failure. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply unit and scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.